Manufacturer narrative:
Additional information was added to b5, d1, d2, d4, d9, g4, h3, h4, h6, and h11: b5: the device was a small volume intermate. H4: the lot was manufactured between january 4, 2024 ¿ january 8, 2024. H11: the device and photo sample were received for evaluation. A visual inspection was performed on the returned sample and the photo sample, and a missing fill port cap was observed. The reported condition was verified. The cause of the condition was most likely related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified intermate was missing the fill port cap. This was observed prior to patient use. There was no patient involvement. No additional information is available.